Event description:
A falsely elevated ctni result of 1.75 ng/ml was obtained. This result was reported to the physician. A values of 0.02 ng/ml were obtained on repeat analysis. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data indicative of device malfunction. No additional information was provided to identify a potential cause.